Manufacturer narrative:
Customer reported that the device had a leak. Upon evaluating device logs found that a leak alarm occurred twice over a 30 minute period. Proceeded to reproduce failure. Could not duplicate the customers complaint and leak was not observed. Performed operational test on device and it passed. The device history record for the iabp involved in the event was reviewed. There are no non-conformances related to the reported event. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp had a false leak alarm on the pump. The patient was switched to another iabp and therapy was continued. No patient injury was reported.